Manufacturer narrative:
The pump was received with spanish language programmed. Changed the language to english, and monitored the pump. No unexpected language faults were noted. All buttons operated properly, and no frozen screen was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer's insulin pump was stuck in another language.